Event description:
It was reported that an elderly female pt became stuck between the mattress, and the side rails and passed away.

Manufacturer narrative:
The facility reported to the sales representative the pt's daughter was found to be continually turning off the bed exit system.